Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A product development evaluation was completed: the second generation instrument returned is showing no marks or scratches on its moving components which indicate a limited use of the device before it was returned to the manufacturer. No screws or nuts are loose or other damages are identified. The performed handling test by product development with the returned instrument and 3 implants showed no functional deficiencies on the instrument. There is no functional or design related issues identified on the returned instrument. Therefore, the non-manufacturing complaint investigation is closed as determined as invalid. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier and gender were not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the zipfix application instrument was not working properly during a surgical procedure. There is a reported problem with the ratchet mechanism. The ratchet would not tighten enough and desired tightness of the zipfix implant was not achieved. This complaint is alleged against the zipfix application instrument, not the zipfix implant. This is report 1 of 1 (B)(4).

Manufacturer narrative:
(B)(4): subject device has been received; no conclusions could be drawn as the device is entering the complaint system.(B)(4). No anomalies were detected during device history record (DHR) review. No non-conformance reports were generated during production. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.